Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a renal angio myeloma treatment procedure, and interlock coil became stuck in the introducer. The lesion was located in the renal artery. A renegade hi flo microcatheter was placed and one unspecified coil was deployed without issue. A 2d 3mm x 12cm fibered interlock detachable coil (f-idc) was then selected and while attempting to advance the coil, it became stuck in its introducer sheath, prior to entering the microcatheter. Another 2d 3mm x 12cm f-idc was attempted and the issue occurred again. Intermittent flushing was maintained during the procedure. The procedure was completed with a different device. As the device did not enter the patient, no patient complications were reported. However, device analysis revealed the core wire of the pusher wire was broken.

Manufacturer narrative:
(B)(4). Device analysis revealed the coil and pusher wire were returned inside the introducer sheath and dried blood was present all along the introducer sheath. An attempt was made to advance the coil through the distal tip of the introducer sheath; however, severe restriction was experienced. An attempt was made to withdraw the coil from the proximal end, but severe restriction was again experienced. The device was soaked in water in an attempt to loosen the dried blood without success. The introducer sheath was cut in several sections in order to release the coil and pusher wire. Force was required to remove the pusher wire and coil. The pusher wire was inspected and the core wire was broken at the distal tfe, 3.6cm from the interlocking arm. No other anomaly was noted with the pusher wire. The coil was inspected and found to be covered in blood; however no other anomaly was noted. Microscopic inspection revealed the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the pusher wire ss coil was inspected and no damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. Additionally, the microcatheter used in the procedure is not compatible with the complaint device. (B)(4).